Manufacturer narrative:
No device or no medical records were provided to the manufacturer. Images were provided and are under review. The lot number for the device was not provided; therefore, a review of the device history records could not be performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after an unknown period of time post deployment of a vena cava filter, during a scheduled retrieval, a filter limb was discovered allegedly detached and embedded in the caval wall. There was no reported patient injury. The patient was reportedly doing well post procedure.

Manufacturer narrative:
Manufacturing review: the device lot number was not provided; therefore, the device history records were not reviewed. Visual inspection & functional/performance evaluation: the device was not returned; therefore, no visual inspection or functional testing of the device was performed. Medical records review: medical records were not provided for review. Image/photo review: based on the images provided, a bard g2 filter was successfully captured and retrieved, can be confirmed. Based on the images provided, a detached filter arm can be confirmed. Based on the images provided, the removal of the detached filter arm cannot be confirmed. Based on the images provided, the distal radiopaque marker band was intact with a uniform density prior to the filter retrieval, can be confirmed. Based on the images provided, the distal radiopaque marker band became separated during the filter retrieval, can be confirmed. Based on the images provided, the radiopaque maker band became detached, can be confirmed. Based on the images provided, the location of the marker band was identified overlying the heart silhouette; although, it is unknown if the detached radiopaque marker band was located in the pulmonary artery or in the heart. Based on the images provided, the removal of the detached marker band cannot be confirmed. Conclusion: the device was not returned. Images were provided and reviewed. Based on the provided images, the investigation was confirmed for a detached filter limb. Based upon the available information, the definitive root cause was unknown. Labeling review: the current IFU (instructions for use) states: warnings: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after an unknown period of time post deployment of a vena cava filter, during a scheduled retrieval, a filter limb was discovered allegedly detached and embedded in the caval wall. There was no reported patient injury. The patient was reportedly doing well post procedure.